Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Fever/peri-procedural adverse event: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
An updated event description has been provided in b5, and the codes in h6 (health effect ¿ impact code and health effect ¿ clinical code) were updated based on the new information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale (updated): an impella cp was inserted via the right femoral artery in a 79-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage d shock on (B)(6) 2025. Prior to implantation, the patient had undergone laparoscopic abdominal surgery, after which he experienced an acute mi; angiography demonstrated a completely occluded lad that could not be wired. The patient was transferred for higher level care, with an ef of 10% and no available revascularization, lvad, or transplant options. During impella support, the patient developed a fever on day 2, determined to be a postoperative fever unrelated to the impella, and experienced a decline in hgb/hct to 6.6/19%, raising concern for post operative intra abdominal bleeding while receiving heparin for device anticoagulation. The patient received 1 unit of packed red blood cells (prbcs), and there was no hematoma at the impella access site at any time during support or following explant. The care team elected to remove the impella on (B)(6) 2025, due to lack of cardiac recovery and absence of therapeutic options, not because of device related complications. The patient remained stable and survived to explant. Based on the available information, the reported fever and anemia (low h&h) are attributable to recent abdominal surgery and systemic anticoagulation, not to impella device malfunction or misuse. No access site bleeding, device performance issues, or complications related to the pump were identified. The impella cp functioned as intended throughout support, and the device was removed for clinical futility rather than any device related injury. No device malfunction is suspected.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male patient who underwent laparoscopic abdominal surgery and subsequently developed a myocardial infarction. An impella device was implanted for st-elevation myocardial infarction management; the left anterior descending artery was completely occluded and could not be crossed, and the ejection fraction was reported as 10%. The patient was not considered a candidate for lvad, transplant, or surgical intervention. It was reported that during support, the patient developed a fever and later experienced a drop in hemoglobin and hematocrit to 6.6/19%, receiving one unit of packed red blood cells. There was concern for possible intra-abdominal bleeding while on heparin therapy. Due to lack of cardiac recovery and no revascularization options, the impella device was explanted. No hematoma was noted at the insertion site during support or after explant. No additional information was provided.